Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The product was discarded by the customer. An investigation has been initiated upon the reported info.

Event description:
This is the first three reports (same product ID, same lot number, same problem, different occasions). Linked to manufacturing reports numbers: 3006697299-2014-00114 and 3006697299-2014-00115. When the package was opened by the operating room staff inside the operating room, the part pops out. This results in the entire tubing set being unsterile and therefore unusable. The device was not in contact with a pt and there was no pt injury. The event did not lead to an increase in surgery time. Additional info received on (B)(6) 2014: it was clarified that there were 3 devices with packing issues that occurred on three different occasions. The exact date of events were unk. All these event happened during week 39 (22nd to (B)(6) 2014). There was no consequence for the pt. Pt age and gender, if the pt was under anesthesia when the issue occurred, the type of surgery were all unk. The medical staff had to open a new package with another lot in order to finish/continue the procedure. It was reported that the problem was that the part pops when opening the package and the risk of unsterility.